Manufacturer narrative:
(B)(4). Concomitant medical devices: 01.06010.002 - avenir mueller standard stem - 4022424; 00-8018-036-03 - versys hip system femoral head - 37220419; 00-6305-056-36 - trilogy acetabular system longevity crosslinked polyethylene liner, standard - 62429333; 00-6250-065-30 - screw - 62654861. Reported event was confirmed by review of medical records noting that the patient underwent a revision due to altr and elevated metal ion levels. Pre-operative MRI indicated fluid collection representing pseudotumor. The patient underwent a right total hip arthroplasty on due to advanced hip osteoarthritis. The patient was revised on due to failed hip arthroplasty. During the procedure, adverse local tissue reaction secondary to tribocorrosion was noted. Pseudotumor, adhesions, and necrotic tissue were debrided. There was osteolysis around the rim of the acetabular cup. There was extensive corrosion buildup around the base of the femoral neck. The head and liner were replaced with new zimmer biomet products. No other findings/complications related to the event were noted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00562.

Event description:
It was reported that patient underwent a right hip revision approximately 5 years post implantation due to pain, elevated cobalt levels, pseudotumor and altr. Patient complained of lateral hip pain and showed a cobalt level of 4. MRI was done and showed fluid and a pseudotumor. During the surgery, necrotic tissue was seen on the way into the hip joint. The head was removed and the inside of the head showed slight staining. The trunnion of the stem showed some black staining. No further event information available at the time of this report.